Manufacturer narrative:
The referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2018-00234. (B)(4). Approximate age of device ¿ 2 years and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that the patient had complaint of low flow alarms early the morning of (B)(6) 2018 while on power module support. Interrogation found multiple pump off alarms with associated low flow and low speed advisory alarms. The patient had a previous external percutaneous lead replacement in january. There was no obvious additional damage to the driveline. No clinical symptoms were reported. It was reported that the patient was upgraded to status 1a on the transplant list and received a transplant on 09mar2018.